Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned their spinal cord stimulator had been working well until about 1-2 months ago. Patient said they got a very sharp, stabbing pain in the back of their right thigh and the pain was going down their whole right side and was interfering with their everyday life. Patient said they noticed the implant used to last 9 days and now, the ins charge was also only lasting about 4-5 days since sometime before they visited their healthcare provider (hcp) about 3 months ago. Pt said they saw their hcp and then got another day out of it, but ins charge was not lasting as long as expected. Pt said the pain was almost back where it was prior to them getting the spinal cord stimulator implanted in 2012. Pt said the pain in 2012 was the same sharp pain in their right thigh that caused their leg to feel hot- pt said it felt like they were being electrocuted in the back of their leg. Pt said they could still walk, but were worried that they would not be able to move right leg, like before they got the ins in 2012. Pt said they "may have messed something up" and they were uncertain if they were supposed to feel the vibrations all the time. Pt said their whole right side seemed to be screwed up. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.